Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. This unit had an "iab catheter restriction" alarm 6 minutes prior to the reported time of 5:45p.m. On (B)(6) 2022. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) entered standby mode unexpectedly. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) entered standby mode unexpectedly. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported. A getinge field service engineer (fse) evaluated and stated that this unit had an "iab catheter restriction" alarm 6 minutes prior to the reported time. No problem was found, determined to be operator error. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.